Manufacturer narrative:
Device eval by manufacturer: a lotus edge delivery system was returned for analysis. The device was returned with the release collar in release phase two. A lotus introducer sheath (lis) returned attached to the distal end of the outer sheath. The distal end of the lis was flattened. Both the lotus edge delivery system and lis system were wetted to activate the hydrophilic coatings and the lis was pulled distally with minimal resistance. The lotus edge delivery system was found to be fully sheathed with the nosecone slightly over- seated. No visible issues were noted with the lotus edge delivery system. The guidewire port was flushed with 15mls of saline and the lotus edge delivery system was slowly unsheathed without issue. The valve was not attached as it was successfully released during the procedure.

Event description:
It was reported that the delivery system was unable to be removed through the introducer sheath and left bundle branch block(lbbb) occurred. The transcatheter aortic valve replacement (tavr) procedure was indicated due to aortic stenosis. Vascular access was obtained via the left femoral artery. A large lotus introducer sheath was positioned successfully. A 27mm lotus edge was implanted successfully. The lotus edge delivery system was pulled smoothly to the abdominal aorta: however, severe resistance was felt in the sheath. The lotus introducer sheath and lotus edge delivery system were removed together. A part cut down was performed at the sheath insertion location so the device could be removed without any vascular complications. Contrast images were taken which revealed no observable effects on the blood vessels. The procedure was completed. Before the patient exited the operating room, a single occurrence of a widened qrs complex was noted on the patient's electrocardiogram. The next day, the patient developed lbbb. Temporary pacing was inserted and left in place. The next day, temporary pacing was removed.